Event description:
It was reported that in (B)(6) 2025, a 22mm amplatzer amulet was implanted. During the procedure, heparin was administered, and the patient¿s activated clotting time (act) was recorded as 312. It was also reported that no threads were visible on the device, the delivery sheath was not reused with multiple amulet occluders, and the device was not fully resheathed and reused during the procedure. During a follow-up transesophageal echocardiogram (tee), a thrombus was observed on the amulet disc. The thrombus was described as laminar and flat. The thrombus was detected using tee imaging. The patient had been prescribed anticoagulation therapy. In response to the thrombus detection, the patient was placed back on oral anticoagulation. No additional complications were reported following the adjustment in treatment.

Manufacturer narrative:
It was reported that during a follow-up transesophageal echocardiogram, a thrombus was observed on the amulet disc. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. An image from field showed layered tissue on one side of the disc which appeared to be consistent with a device related thrombus. However, based on the information received, the cause of thrombus could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The unexpected medical intervention is a result of anticoagulation therapy prescribed for thrombus. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that in (B)(6) 2025, an amplatzer amulet was implanted. During a follow-up transesophageal echocardiogram (tee), a thrombus was observed on the amulet disc. In response to the thrombus detection, the patient was placed back on oral anticoagulation therapy. No additional complications were reported following the adjustment in treatment.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.